Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced nonalcoholic fatty liver disease ("I was diagnosed with nonalcoholic fatty liver"), gallbladder disorder ("it also affects gallbladder"), renal disorder ("it also affects kidney"), pancreatic disorder ("it also affects gall bladder n kidney and later stages pancreas"), spleen disorder ("it also affects gall bladder n kidney and later stages pancreas, spleen") and vomiting ("vomitting every day for 7 years") and was found to have weight increased ("gaining weight"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, nonalcoholic fatty liver disease, gallbladder disorder, renal disorder, pancreatic disorder, spleen disorder, weight increased and vomiting outcome was unknown. The reporter considered gallbladder disorder, medical device removal, nonalcoholic fatty liver disease, pancreatic disorder, renal disorder, spleen disorder, vomiting and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new event 'vomiting and weight gaining' were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nonalcoholic fatty liver disease ("I was diagnosed with nonalcoholic fatty liver"), gallbladder disorder ("it also affects gallbladder"), renal disorder ("it also affects kidney"), pancreatic disorder ("it also affects gall bladder n kidney and later stages pancreas") and spleen disorder ("it also affects gall bladder n kidney and later stages pancreas, spleen"). The patient was treated with surgery (essure removal surgery). At the time of the report, the medical device removal, nonalcoholic fatty liver disease, gallbladder disorder, renal disorder, pancreatic disorder and spleen disorder outcome was unknown. The reporter considered gallbladder disorder, medical device removal, nonalcoholic fatty liver disease, pancreatic disorder, renal disorder and spleen disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 2 and 3 processed together. Social media received- case was upgraded from non-serious incident to serious incident. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.